Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after a peripheral intervention procedure using a 6fr sheath. Reportedly, when attempting to remove the proglide device, the device could not be removed. Manual arterial compression was applied until a cut down was performed to remove the device and the artery was sutured closed to achieve hemostasis. There was no adverse patient sequela. A reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: device code 3190 removed.

Manufacturer narrative:
The date of event is estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that a failure occurred with a proglide device relative to an unspecified procedure. No additional information was provided.